Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed a falsely decreased hemoglobin result while using the cell-dyn sapphire analyzer. The customer provided the following results: (B)(6) 2018: initial 7.5 retested 8.5 and 8.5 g/dl. The specimen was rested in closed mode and generated 10.05 g/dl and 10.14 g/dl. The issue was resolved when the syringe was cleaned. The customer believes the syringe was clogged. No impact to patient management was reported. No additional patient data was provided.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text and customer provided data, abbott field service review, a search for similar complaints, and a review of labeling. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved cleaning of per normal troubleshooting procedures, which resolved the issue. The fse indicated the issue was likely due to a that the issue was caused due toa tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the cell-dyn sapphire analyzer, list number 08h00, was identified.